Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation.

Event description:
Through investigation, it was learned this (B)(6) male initially wished to take a holistic approach to his condition. However, further information received indicates the patient underwent a successful transcatheter mitral valve replacement after an implant duration of twelve (12) years, one (1) month with a 29mm transcatheter valve. There were no complications and the patient is reported as doing well.

Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, surgical intervention was indicated but the patient elected to be treated holistically. Therefore, the device was not returned to edwards for evaluation as it remained implanted. The device evaluation was not able to be completed and the root cause for the regurgitation and stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm pericardial mitral valve now presents with severe prosthetic mitral valve regurgitation after an implant duration of twelve (12) years. As reported, the patient developed atrial flutter two (2) years post-implantation and had an ablation. Five (5) years post-implantation, the patient had several admissions for heart failure, the most recent being twelve (12) years post-implantation. Tee was performed and revealed the prosthetic mitral valve was thickened and there was a posterior medial leaflet retraction with severe eccentric mitral regurgitation. There was some component of stenosis with a gradient of 8 mmhg. The patient was diuresed and discharged with referral to the valve clinic for consideration of valve-in-valve mitral repair. Through investigation, it was learned this (B)(6) male patient will not be treated as he wishes to take a holistic approach to his condition. No additional details were provided.